Manufacturer narrative:
Oridion plans to submit a correction and removal report to the agency shortly.

Event description:
During incoming inspection performed by a distributor plastic strands with a typical length of 0.5 cm and diameter of 100 microns were found inside infant neonatal airway adaptors which are part of filterline h infant neonatal co2 sampling line sets, protruding from the plastic surface. No related complaints have been received from any end users.